Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5067716.

Event description:
A photograph of an alleged fractured sensor wire was sent to engineering for further investigation. Based on the image provided, the primary object has all the visual elements that are consistent with a dexcom g4 sensor. An analysis of the overall length was not conclusive but the proximal sensor end length is consistent with the image provided and the distal ends visual elements are consistent with a complete sensor. Therefore, the primary object's overall length is consistent with a full-length dexcom sensor. However, this cannot be confirmed without the physical object. There also appears to be a secondary object in the image located near the wall of the container. The light is reflecting off this object is producing a line. Further analysis is inconclusive due too poor image quality around this object. It might be a fluid like substance that also protrudes up the wall of the container but cannot be determined without the physical container. Please refer to the attached file. The customer complaint of a broken sensor wire was not confirmed. A root cause was unable to be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available. The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on 02/06/2017 that a trial patient experienced a broken sensor wire. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's father reported that upon removal of the sensor pod, he did not see the sensor wire anywhere. On (B)(6) 2016, the patient's father took the patient to the hospital for abdominal pain and vomiting. A computed tomography (CT) scan was performed with negative results and the patient was sent home on (B)(6) 2016. The doctor concluded that the patient had some sort of bug. On (B)(6) 2017, the patient returned to the hospital for abdominal pain. The patient's doctor stated that the patient had an ureterovesical junction (uvj) obstruction. Patient was released on (B)(6) 2017. Between (B)(6) 2017, the patient had an outpatient procedure to place a stint to relieve pressure for the uvj obstruction. On (B)(6) 2017, the patient returned to the hospital due to experiencing 8 days of fever and another CT scan was performed. The patient's doctors advised that surgery for the uvj obstruction needed to be sooner and was performed on (B)(6) 2017. An x-ray was performed and two sensor wires fragments were found. Surgery to remove the two sensor wire fragments was performed on (B)(6) 2017. During the surgery, the surgeon noticed scar tissue around the fragments imbedded in the patient's abdomen but stated that there were no signs of inflammation or infection at that time. Patient's father reported that he did not know what issues were caused by the uvj, and what was caused by the broken sensor wire. At time of contact, patient was doing well. No additional event or patient information is available a photo of the complaint device was returned for evaluation. A follow-up report will be submitted upon completion of analysis.